Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at a routine follow up visit, the patient had a low heart rate, and the device was not pacing. It was not possible to interrogate the device and a magnet test was ineffective. Premature battery depletion was suspected, as six months earlier the battery voltage was 2.73. The device was explanted and replaced. No patient complications have been reported as a result of this event.